Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4) the device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the cinchlock anchor had issues deploying.

Manufacturer narrative:
(B)(4). The product was returned and the failure mode was confirmed. Visual inspection: microhardness test on the pull wire, and the sem analysis which was conducted on the break section of the pull wire for the device. The root cause for the reported failure involving this device is due to a manufacturing issue. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the cinchlock anchor had issues deploying.